Event description:
The physician performed a revision surgery due to high impedance.

Event description:
The physician performed a revision surgery due to high impedance.

Event description:
Updated report date in b4.